Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states a voltage alert. The device was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.